Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that after inserting the catheter, the user flushed it with saline to check its openness, but it was not flushed due to clogging of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occlusion in the catheter is unconfirmed because the problem could not be reproduced. One unopened statlock with blood on the outside of the package, one 12 ml syringe, one scalpel, one 5 fr microintroducer sheath without the white dilator, one 21 ga introducer needle, one end cap, one 5 fr d/l powerpicc catheter with a section trimmed off and returned, one lot sticker was returned for evaluation. An initial visual observation showed the returned catheter was trimmed at the 37 cm depth marker with the remaining section of trimmed catheter returned for evaluation. Blood use residues were observed throughout the kit contents. A functional test of attempting to infuse water into each lumen of the returned catheter using a non-complainant 12 ml syringe revealed both lumens were patent to infusion and aspirated without issue. Because the complainant catheter was patent to infusion through both lumens without resistance, the complaint of a catheter occlusion is unconfirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that after inserting the catheter, the user flushed it with saline to check its openness, but it was not flushed due to clogging of the catheter. No other information was provided.